Event description:
Reporter stated that a pt's capillary blood glucose was measured back-to-back, using the suspect device, with a results of 444 mg/dl and 201 mg/dl. Approx 1 minute later, a venous sample was obtained from the same pt and when tested in the facility's lab, measured 497 mg/dl. Reporter indicated that pt's therapy was not modified based on the values obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.